Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and mildly calcified cephalic vein. A 3.5-4/4t/90 symmetry balloon catheter was advanced for dilatation. Inflation was performed fourth times. However, during fourth inflation at 18 atmospheres for 30 seconds, the balloon ruptured vertically. The device was removed without any problem, and the procedure was completed with another of same device. There were no patient complications nor injuries reported, and the patient condition was good.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR.: sv/3.5-4/4t/90 was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A balloon longitudinal tear in the balloon material was noted beginning at the distal balloon bond and extending approximately 10mm proximally across the balloon material. An examination of the balloon material and distal markerband identified no other issues. The rated burst pressure for this balloon is 15 atmospheres as per symmetry specification. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual examination identified no issues with the tip of the device. This concludes the product analysis.

Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and mildly calcified cephalic vein. A 3.5-4/4t/90 symmetry balloon catheter was advanced for dilatation. Inflation was performed fourth times. However, during fourth inflation at 18 atmospheres for 30 seconds, the balloon ruptured vertically. The device was removed without any problem, and the procedure was completed with another of same device. There were no patient complications nor injuries reported, and the patient condition was good.